Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery inoperable" alarm and performed a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the self-test failure and revealed a single occurence of a system fault 74 indicating a software task occured. Based on previous investigations of similar complaints, it was determined that the device failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).